Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that a minimum fill notification occurred, however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. Reportedly, the customer had been using their cartridge for 16 days. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer's blood glucose.